Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that while filling a cartridge, the plunger came out of the bottom and insulin began leaking. The patient reported placing 200 units of insulin into the cartridge. The patient was educated that cartridges should only be filled with a maximum of 180 units. The patient was instructed to refill a new cartridge with 180 units and successfully loaded it into the device. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.